Manufacturer narrative:
The suspect device will not be returned for evaluation. Therefore, no root cause could not be determined. However, the customer found that the inspiratory transducer hose was loose, causing the vent to fail est. The customer trimmed the hose to ensure the seal on the luer lock was tight and confirmed that the device issue was resolved.

Event description:
The customer reported to vyaire medical that the avea ventilator was failing extended system test while connected to a patient. The customer confirmed that there was no patient harm associated with the reported event.